Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 51 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad clinician observed that the patient is noncompliant with medications and dressing changes. Pus was draining from the driveline exit site related to the patient not changing the dressing weekly as directed and not following sterile protocol. The driveline was cultured and was positive for corynebacterium jeikeium. The patient was started on bactrim ds. The patient had a subtherapeutic inr with normal labs and no signs or symptoms of hemolysis, and the pump parameters were normal. There were no plans to bridge the patient¿s inr at this time. The coumadin dosage was also increased. No additional information was provided.